Manufacturer narrative:
Citation: yanagisawa et al. Early and late leaflet thrombosis after transcatheter aortic valve replacement: a multicenter initiative from the ocean-tavi registry. Circ cardiovasc interv. 2019 feb;12(2):e007349. Doi: 10.1161/circinterventions.118.007349. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding untreated subclinical leaflet thrombosis beyond 1 year after transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between october 2013 and july 2016. The study population included 485 patients (predominantly female, mean age 85 years), 49 of which were implanted with medtronic corevalve (no serial numbers provided). Among all patients, adverse events included: early leaflet thrombosis, major bleeding/vascular complication, ischemic stroke, hemorrhagic stroke, renal failure, new permanent pacemaker, new onset atrial fibrillation (afib), and greater than mild paravalvular leak (pvl). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.